Event description:
It was reported that a cartridge alarm intermittently occurred indicating that the cartridge was removed outside of the load sequence with multiple cartridges. However, the customer alleged they did not improperly remove the cartridge. Customer¿s blood glucose (bg) level was ¿high¿ (specific bg value was not provided). Customer administered a manual injection of insulin and a correction bolus via the pump to address high bg. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.